Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/11/2013 with the following findings: investigators concluded that a dim display, moisture in the pump and a battery compartment leak. There was moisture in the pump.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. The patient stated that 3 to 4 weeks ago he went into the water with his pump and noticed condensation behind the display that has now dried out. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.